Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015.

Event description:
It was reported that the atrial lead had undefined impedance of greater than 9999 ohms at follow-up. Additionally, there was no capture at max output, and there was noise on the atrial egm (electrogram). A possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.